Event description:
The customer reported the fluoroscopic image was unable to viewed and functionality was recovered by a system reboot. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards and power supply connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.